Event description:
It was reported that on (B)(6) 2014 between 11:00am and 11:30am, the nurse and rt entered the room and noticed that the ventilator was off with no audible alarms. The patient was vomiting at time of the incident. The patient's heart rate was slightly elevated but her o2 saturations were above 95%. No patient harm reported.